Event description:
The customer received a blood glucose reading of 151mg/dl on the contour next ez meter, re-tested on a contour meter and the reading was 83mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Correction to the test strip lot# that was initially reported. The expiration date and manufacture date did not change.